Event description:
Routine complaint investigation when a health care facility reported receiving a high reading of >600 mg/dl on the precision pcx blood glucose monitoring device in comparison to the laboratory value of 79 mg/dl. A repeated value on the precision pcx monitor three minutes later resulted a value of 78 mg/dl. The values, when plotted on a clarke error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.